Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, the alarm loop of the equipment leaked, and the detection condenser was faulty. After replacing the condenser, the fault was eliminated and the various functional parameters of the detection equipment were delivered for clinical use normally.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1 (event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use cs100 intra-aortic balloon pump (iabp) unit was leaked and large number of water drops appeared in the catheter. There was no harm and injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.